Event description:
One pt sample with discrepant tsh and free t4 results when compared to repeat results from another analyzer - different methodology. Initial tsh result 35 mu/l; free t4 result 16 pmol/l. Same sample repeated gave tsh result of 18 mu/l and free t4 results of 14.7 pmol/l. If add'l info is rec'd appropriate notification will be provided.